Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer has been dealing with high blood glucose. Customer stated that she has changed the entire set and insulin. The drive support cap was loose. The current blood glucose is 263 mg/dl. Customer has treated with insulin pump. Customer has experienced frequent urination, thirsty and nausea. Customer has treated with insulin pump. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump had slight rattle due to normal motor sleeve fitment. The insulin pump had scratched lcd window. Drive support disk was inspected and no anomaly was noted.